Manufacturer narrative:
(B)(6). The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not function and the housing neck was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling by dropping the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was discovered that the power module device did not function and was damaged by dropping. It was further noted that the housing neck was broken. It was noted in the service order that the device did not work. The event was not related to surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.